Event description:
This spontaneous report was received on (B)(4)-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care multiaction toothbrush for brushing teeth (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the second toothbrush of the multipack also broke while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4)-2012. No lot number reported and no sample was returned. A review of the trending data revealed no adverse trends. The handle resin was changed in (B)(4)-2011. All validation testing related to this issue was acceptable. Both old and new resins passed testing. Based upon a lack of lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined for this complaint. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, couple of weeks ago, the consumer started using reach total care plus whitening toothbrush, for brushing teeth (route dental, frequency, lot number and expiration date unspecified). After an unspecified duration, while brushing the teeth, the toothbrush completely broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.